Event description:
It was reported "the balloon did not deploy or inflate inside the patient. The machine said larger helium leak. The balloon only slightly unfolded. They removed the balloon and placed a datascope balloon with success". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section b.4. "Date of this report" has been corrected from 22 jan 2025 to 04 nov 2024.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the balloon did not deploy or inflate inside the patient. The machine said larger helium leak. The balloon only slightly unfolded. They removed the balloon and placed a datascope balloon with success". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.